Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: machine pressure sensor auto-zero failed" alarm error occurred during an operational test after periodic maintenance. There was no patient involvement at the time the issue was discovered. The device kept operating when the alarm occurred, and there was no reported delay in therapy. The manufacturer's product support engineer (pse) evaluated the device, but the issue could not be duplicated-- there were no malfunctions, so it was believed that the alarm temporarily occurred due to starting up at low temperature. The repair was cancelled. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).